Manufacturer narrative:
The parameters were provided (including the room environment parameters: room temperature was 21.1 and room humidity was 26.3). It is possible that the reported issues can be attributed to environmental room issues, during cases. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received stated the surgery was completed and there was no patient harm. There were no changes to the surgery day. The flap had vertical uncut from eight to eleven hours.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an incomplete flap from eight to eleven o'clock in the right eye. The surgeon used scissors to cut the flap. Additional information has been requested.